Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale : corrected data: h10. 60 previously reported events are included in this follow-up record. Product return status 47 devices were received. 12 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 60 malfunction events in which the device reportedly overheated. - 60 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h1060 previously reported events are included in this follow-up record.product return status47 devices were received.13 devices were not available for evaluation.

Event description:
This report summarizes 60 malfunction events in which the device reportedly overheated. - 60 events had no patient involvement; no patient impact.

Event description:
This report summarizes 60 malfunction events in which the device reportedly overheated. 60 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10 60 events were originally reported for this failure mode during the reporting quarter. 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-01912. 1 event was inadvertently excluded. 60 reported events are included in this follow-up record. Product return status: 45 devices were received. 15 device investigation types have not yet been determined. Event confirmation status: 6 reported events were confirmed. 39 reported events were not confirmed. Evaluation results: 23 devices were found to be affected by corrosion. 21 devices were found to be affected by degraded lubrication. 1 device was found to be affected by corrosion and degraded lubrication.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 60 previously reported events are included in this follow-up record. Product return status 47 devices were received. 6 devices were not available for evaluation. 7 device investigation types have not yet been determined.

Event description:
This report summarizes 60 malfunction events in which the device reportedly overheated. - 60 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 60 events were reported for this quarter. Product return status: 26 devices were received. 34 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 24 reported events were not confirmed. Evaluation results: 12 devices were found to be affected by corrosion. 13 devices were found to be affected by lubrication degradation 1 device was found to be affected by corrosion and lubrication degradation. 60 devices were not labeled for single-use. 60 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 60 </noe> malfunction events in which the device reportedly overheated. 59 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.